Event description:
Subsequent to filing the initial MDR, relevant tests/laboratory data and relevant history were received.

Event description:
It was reported that during the procedure in the heavily calcified and tortuous right internal carotid artery, the emboshield nav6 filter element was deployed successfully followed by deployment of a 6x30 rx acculink stent. An attempt was made to advance the emboshield recovery catheter for retrieval of the filter element; however, the recovery catheter could not navigate through the stent. The recovery catheter was removed from the anatomy without resistance and an accunet 2 recovery catheter was advanced without resistance to successfully retrieve the emboshield filter element. There was no adverse patient sequela and no significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Difficulty retrieving the filtration element through the stent may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed acculink stent. The vessel was described as heavily calcified and tortuous, which may have also contributed to the difficulty if the stent was placed in a tortuous location of the vessel. The reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query the complaint handling database for the reported lot was performed and revealed no other incidents reported for resistance or difficulty advancing thee recovery catheter for this lot. There is no indication of a product quality deficiency.